Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter and side plates were in failure. The cutter and side plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter: telephone number: (B)(6).

Event description:
It was reported that the device was not meshing properly during surgery. No adverse events were reported as a result of this malfunction.